Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, the clinician programmer could not communicate with the pt's neurostimulator. Multiple attempts were made to resolve the issue such as moving it around while in the pt, but were unsuccessful. Add'l info was requested.